Manufacturer narrative:
This report was initially submitted following notification from a customer in united states regarding a misidentification while testing a patient blood sample using the vitek® ms instrument(reference # (B)(4), serial # (B)(6)). Sample #1. Vitek® ms results: achromobacter xylosoxidans. Vitek® ms results (repeat): no ID. Vitek® 2 gp results: kocuria rosea. Gram stain results: gram positive rods. Expected ID: unknown. A biomérieux internal investigation has been completed with the following results: device history review did not highlight any issue during manufacturing for this reference or serial number. Review of the fine tuning determined that the level of s/n criteria was very high during the fine tuning performed on 24jul2020. The fine tuning on 24jul2020 was not optimal and could have an impact on the vitek ms performance. In addition, the status was low at the time of acquisition on 26jul2020 so fine tuning was mandatory. New fine tuning was performed on 30jul2020 but the level of s/n criteria was still very high. The customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values were quite heterogeneous. The expected identification is unknown and without a referent method, such as sequencing, it is not possible to conclude if this issue comes from vitek ms or vitek 2. However, the identification as achromobacter xylosoxidans by vitek ms seems to be a misidentification because achromobacter is a gram negative strain whereas the customer strain was gram positive rod. The analysis of the mzml sample shows that the misidentification was obtained with a low number of ¿all peaks¿ (30 and 31) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). The retest performed on 30jul2020 after fine tuning resulted in a "no identification" result with a better level of all peaks (151 peaks) . This supports that the issue could be due to a non-optimal fine tuning performed on 24jul2020 and not linked with the quality spot preparation. The root cause of this issue has been determined to be associated with non-optimal fine tuning.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification while testing a patient blood sample using the vitek® ms instrument(reference # 410895, serial # (B)(6)). The initial investigation root cause conclusion pointed to non-optimal fine-tuning, but the conformity of the tuning itself was not questionable, given that all mandatory acceptance criteria had passed. An additional investigation was conducted by biomerieux. Vitek® ms system expertise review of the elements summarized by the local customer service (lcs) (sudden drop of peak number, seven (7) fine-tunings in 2-3 months, unexpected increase of the linear detector after replacement), pointed to a possibility that the customer¿s vitek ms® was having a blanking issue. Biomerieux remotely connected to the customer¿s vitek® ms system to assess the blanking feature. After running tests, the suspected blanking issue was not confirmed. Expert data analysis concluded the following during the additional investigation of the customer¿s data: low number of peak observed on (B)(6) 26th (close to the acceptable minimum at 30 peaks) very high number of peaks observed for the reruns on (B)(6) 30th (151 peaks) presence of hemoglobin peaks in all spectra acquired for the sample 1202002437 important mass shifts observed between july 26th and july 30th acquisitions. In addition, the last fine-tuning performed on (B)(6) 2020 was in conformance with specifications (performed by remote access with lcs and global customer service). The customer¿s spot preparation quality was not optimal. The sample ¿all peaks¿ values were quite heterogeneous. During the fine-tuning process on (B)(6) 2020, the bad quality of the deposit was confirmed. The suspected identification is (B)(6). This kind of species can be embedded in the agar plate and it can be difficult to collect. It explains the presence of hemoglobin in all the spectra. The hemoglobin could have been collected accidentally due to the fact that colonies were embedded in the agar. Consequently, biomerieux suspects ¿non-optimal deposits¿ leading to bad spectrum quality (presence of hemoglobin peaks which are very trying and prevent the expression of other proteins in the spectra). The root cause of the customer¿s issue has been determined to be non-optimal spot preparation.see section h10.

Event description:
A customer in the united states notified biomérieux of obtaining a misidentification while testing a patient blood sample using the vitek® ms instrument(reference #: 410895, serial #: (B)(4)). Sample #1: vitek® ms results: achromobacter xylosoxidans; vitek® ms results (repeat): no ID; vitek® 2 gp results: kocuria rosea; gram stain results: gram positive rods. Expected ID: unknown. Achromobacter is a gram negative strain whereas this strain seems to be gram positive. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. No incorrect results were reported; however, the customer mentioned that there was a delay in reporting results. A biomérieux internal investigation has been initiated.